Event description:
It was reported that the patient with this electrode received one inappropriate shock. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode received one inappropriate shock. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received, the inappropriate shock was caused due to oversensing of a fast heart rate. This patient was in a marathon at the time of the shock. Office testing was unable to reproduce the instance. Technical services (ts) discussed reprogramming options. This electrode remains in service. No additional adverse patient effects were reported.